Event description:
Additional information was received from the patient. They reported that the cause of the charging difficulty was unknown. They reported that it was also unknown if revision or replacement was planned, as the 1st appointment after surgery was scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had met with the doctor on (B)(6) 2021 and discussed the previously reported issue. The doctor seemed to think the fluid accumulation around the implant was what was interrupting the connection. The patient stated they would just have to keep maneuvering the recharger until it connected "steady."

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that replacing the device did not resolve the issue. They have to stand, tilted forward slightly to connect and recharge till unit is completely charged. They did not know if there was a malfunction with the implanted device, but noted that they have a check up with their hcp due in (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a 1707/coupling issue error. They said the recharger connected to the ins for a moment, then started searching. They said this started about 3 weeks prior, before that they were able to charge the ins after repositioning only 2-3 times, then it would stay connected. During troubleshooting the patient saw the 1707 code. They were only able to charge the ins while standing, but because of a spine issue they were unable to stand and charge. While sitting they were unable to maintain a connection. They noted they were a little overweight and they were not able to feel the ins through the skin. It was reviewed a replacement recharger likely would not resolve the issue and it was recommended they follow-up with their healthcare provider if the replacement recharger didn't resolve the issue. The issue was not resolved through troubleshooting, a new recharger was sent. No patient symptoms were reported. Additional information received from patient stated that the cause of difficult maintaining connection was not determined. The mostly likely cause, they guessed was positioning of implanted device could have shifted. The rep and patient discussed several times of positioning recharge, body positioning and had to call tech services for further help and it still takes maneuvering to get it to stay charging the implant but no improvement. The rep stated it perhaps a faulty recharger. They approximate depth of implant was unknown/higher upper left hip below waistline. The hcp was notified of the issue. The patient is to be seen in (B)(6) 2021 for 6 months checkup. A new recharger was sent on 7/21, powered it up and finished up from the partial charge on monday. Disconnected and connected if they stood up but bent forward a bit and don¿t move very much. On the 7/26 it was reported that to have to recharge the unit they had to stay on their feet, bending forward not moving they guessed. The patient indicated it is the implant position in their body. They will try this until it no longer connects, or their body can¿t stand.